Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /213/67) the device was returned to the factory for evaluation on 12/08/2021. An investigation was conducted on 12/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects observed.. An electrical evaluation was conducted. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (05) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "failure to cut" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 shears did not function. Customer tried new cable, and new box and shears did not work. The shears failed to seal. A new kit was opened and the device worked properly. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.